Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was above 450 mg/dl, 480 mg/dl at the time of incident and the current blood glucose level was 150 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. The customer stated that the symptoms related to high blood glucose such as extreme thirst, vision blurred and feel logy. Customer stated they performed a 5.0 unit fill cannula, customer stated insulin did not exited at the quick release. The insulin pump will not be returned for analysis and reservoir will be return for analysis.